Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery (rca). A 2.75x32mm promus element ¿ drug-eluting stent (des) was deployed in the target lesion. However, after post dilatation was performed, a proximal edge dissection was noted in the proximal part of the stent. A 3.0x20 promus element ¿ des was then deployed proximal to the first implanted stent to cover the dissection and the procedure was successfully completed. No further complications were reported and the patient's status was stable.